Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contracture baker grade IV, pain, hardening and "discrete volume of peri-implant liquid, nodule.

Event description:
Patient reported contracture, pain, hardening and "discrete volume of peri-implant liquid at left.". Healthcare professional reported baker grade IV and a nodule. Device remains implanted.